Manufacturer narrative:
The full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst not ed the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix on the right ventricular (rv) lead would not extend. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.